Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving recurring no delivery alarms on the insulin pump. The customer's blood glucose was 8.4 mmol/l. Asked customer to deliver 5 units of insulin via fill cannula but the insulin did not exit. The customer also stated that insulin did not exit after a prime. Advised customer to revert to their back-up plan. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.